Manufacturer narrative:
The reported event of failure to disconnect was confirmed. The reported event of high pacing impedance was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial and right ventricular set screws were stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.

Event description:
During an initial implant procedure, the set screw was difficult to loosen and an increase in pacing impedance was observed on the device. A new device was successfully implanted to resolve event. The patient was stable.